Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802230, versys femoral head, 62291958; 00801102020, allen plug, 62341223; rm 4901 000 1, competitor cup, 1305182a; rm 5110 000 3, competitor liner, 136192a. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced a calcar fracture intraoperatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.